Manufacturer narrative:
Manufacturer's investigation conclusion: review of the account¿s submitted image confirmed an extrinsic outflow graft obstruction which could have contributed to the reported low flow alarms. A specific cause for the outflow graft obstruction could not be conclusively determined. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported neointimal hyperplasia could not be conclusively established. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. Low flow hazard alarms were captured throughout the file. No other notable events or alarms were observed, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction", lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures", cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having persistent low flows so their blood pressure medication was adjusted. It was later reported that the cause of the low flows was diffuse neointimal hyperplasia/outflow cannula stenosis, worst in the proximal outflow channel along the anterior aspect of the right ventricle. The patient was treated with increase in bp medications; hydration; patient scheduled for surgery. No symptoms were reported. A possible external outflow graft obstruction (eogo) was suspected based on the chest computed tomography (CT) scan. The surgeon performed an open sternotomy on (B)(6) 2023 on patient to remove proteinaceous biodebris from between ofg and gortex and ofg bend relief. Flows improved, patient stable.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.